Event description:
Vascular staplers being used in a surgical case. Stapler is supposed to fire 7 times. Three staplers from the same lot number broke after firing 5-6 times, and so did not fire to capacity. Cracking sound heard when attempting to use 6th or 7th time. Several staplers from another lot number used during the same case by same surgeon fired all 7 times without incident.